Event description:
I was implanted with the essure in (B)(6) 2011 and since then I've been to my pcp a lot to try to figure out why my health was failing. Since I got implanted, I've had heavy bleeding, huge blood clots, cramping, sharp stabbing pains in my abdomen, back pain, joint pain, chest pain, severe fatigue, headaches, nausea after eating, metallic taste in my mouth, dizziness, tingling sensations in my limbs, numbness, leg pain, hair loss, depression, b12 deficiency, teeth issues, heart burn, brain fog, forgetfulness, 11 uti's, insomnia, heart palpitations, anxiety, panic attacks, bacterial vaginosis (6 times), foul smelling discharge, mood swings, bowl issues, hot flashes, breast pain, spine pain, low platelet count, sharp pain in rectum, vision is getting worse, gushing blood during sex, pain during sex, no sex drive, acne, loss of concentration, loss of hope, start crying for no reason, eye twitching, itchy scalp, feels like a bruise on my scalp, crawling skin, bumps that feel like mosquito bites, weakness in limbs, diagnosed with itp. My doctor and I have done every test known to man. I had a hysterectomy on (B)(6) 2014, they removed my uterus, tubes, cervix, and essure.